Event description:
It was reported that the patient had surgery last year ¿around (B)(6)¿ because the ¿pocket had to be re-done¿ because the patient ¿kept complaining about it¿. The patient had initially had revision surgery in (B)(6) 2012 and then a month later she could tell the top and left side anchors had ¿broke loose¿ because ¿it was tilting again¿. It was reported the health care provider (hcp) went back in and ¿all four had broken¿. The pump had reportedly been ¿free and just floating¿ and the hcp reportedly blamed it on the fascia being weak ¿or something¿. The hcp moved the pump higher up and built a new pump pocket. It was clarified the patient had one revision in (B)(6) 2012 and then one in (B)(6) of 2013. The patient¿s hcp reportedly ¿only triple knotted the top anchor instead of all four¿ and the pump still felt a little ¿titled¿ but was not as bad. The device had previously delivered clonidine and currently delivered dilaudid, time frames were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# l58356, implanted: (B)(6) 1999, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported "anchoring has nothing to do with medtronic" symptoms the patient had experienced as a result of the event included pain at the top of the pump area. The pain was rated at 5 out of 10 on the pain scale. The pump had tilted "markedly forward and clearly needs to be revised to re-anchor down to the abdominal fascia". It was noted the patient wanted the surgery scheduled as the pain of the pump pocket was exceeding that of her lumbar area as of (B)(6) 2012. Telemetry strips were provided, while the date of the interrogation was not provided the last change on the strip was listed as (B)(6) 2012. According to the telemetry strips, the device was used to deliver dilaudid at that time. Operative notes from (B)(6) 2012 were provided; a large keloid was present over the pump reservoir at the time of surgery and the plan was to remove the keloid scar along with the pump revision. The pump reservoir had also as reported tilted forward. During surgery, an elliptical incision was made over the keloid to excise it completely. Combined with sharp and blunt dissection, the keloid and the underlying scar tissue were removed. At that point, attention was then turned to the capsule of the pump pocket. It was noted since the pump pocket had to be revised significantly, the catheter had to be revised removing dense adherent scar tissue around the catheter eventually freeing it up and getting the catheter out of the pocket completely. There were no device allegations made specifically against the catheter in the operative notes. The catheter was then connected back to the pump and the pump was then sutured down securely to the abdominal fascia in the four quadrants. The patient then emerged from anesthesia and was brought to the recovery area. A follow up office visit note was also provided from (B)(6) 2013. The patient's chief complaint at that time was multifocal pain. The primary location of the pain included the head, low back, legs, upper extremity and neck. It was noted the pain duration was ten years. The quality of the pain was aching, burning, sharp and shooting. The associated symptoms included soreness, spasm and headache. Alleviations included medication and rest while exacerbations included barometric pressure changes, emotional stress, physical activity, prolonged sitting and prolonged standing. The severity of the patient was listed as a "6". The effect the pain had on the patient's sleep was listed as "mild" as of the appointment date, the patient was noted to be doing reasonably well with their intrathecal pump and current medication regimen. The pump pocket site looked "ok" in terms of healing. It was reported "however and the pump again appears to be titled forward". There was no significant seroma. The pump was "somewhat" tender as it was prior to the last revision. It appeared to the health care provider (hcp) that the superior anchor had likely pulled free of the fascia. The follow up visit notes provided a "review of systems" findings included night sweats, fatigue, shortness of breath, wheezing, swelling of the legs, constipation, urinary hesitancy, headaches, neck pain, numbness of arms or hands, weakness of arms or hands, numbness of legs or feet, weakness of legs, problems with balance and depression. Assessment of the musculoskeletal spine revealed midline tenderness at all levels of the patient's cervical and thoracic spine. In terms of the patient's lumbar region, paraspinal tenderness was observed along with a limited range of motion (rom) and painful rom. The patient was also found to have a moderately impaired tandem walk. The assessment/plan that came out of the visit that day included continuing the patient's medications, a spinal cord stimulator was to be utilized once approved and scheduling a pump pocket revision to re-anchor the superior suture loop. It was noted the patient had to decide "whether she wanted to do that" in terms of medication management, the patient had reported greater than fifty percent relief of pain and improvement in participation of daily living on their current medication regimen. Operative notes from (B)(6) 2013 were then provided. The plan was to revise the intrathecal pump and catheter. A transverse incision was made across the intrathecal pump, which had become hypermobile in the pocket. The pump was found to be freely mobile and all of the anchoring sutures had broken from the prior surgery, "the most important one being the superior anchor". The pump was removed from the pocket and "some" scar tissue was lysed from the catheter. The catheter had to be altered in its route to avoid kinking. Once the catheter was revised, the attention was then turned to re-anchoring the pump. Following the surgery, the patient was then brought to the recovery area without incident. Telemetry strips were also provided, the last change was listed as (B)(6) 2013 however the date of interrogation was not provided. The strips indicated the system delivered dilaudid. Follow up office visit notes from (B)(6) 2013 were provided. In terms of the patient's chief complaint, pain location, quality, how they were doing with the pump and medication regimen, the review of systems, and assessment/plan were all the exact same as the visit on (B)(6) 2013. The symptoms and findings were all previously included in this report. As of (B)(6) 2013, according to the notes, the patient had an episode of hidradenitis in their abdomen which turned to cellulitis which responded to treatment. The patient as of the visit date was still having tenderness in the abdomen at the pump but it had improved by fifty percent. The hcp told the patient it was very likely to be the anchors into the fascia which "may have captured some of the muscle fibers". The hcp was hopeful it would continue to improve.